Manufacturer narrative:
Logfile review for the date of this pt's surgery confirmed the error message, the treatment was aborted. A root cause has not been identified. (B)(4).

Event description:
A surgeon reports a case where one left eye treatment was interrupted due to an energy error and was completed after reprogramming the laser. Pt outcome is not known, however no pt harm/injury has been reported.